Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and a failed upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the screen was locked in update process. The customer returned the product for the screen being locked in the update process, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.